Event description:
Infusion pump was set to infuse at a rate of 2 ml/hr to deliver 48 ml in 24 hours. Infusion started at 12:30 pm and at 23:15, there was a fluid side occlusion, 100 ml bag of intralipids was empty. Performance tested unit for rate and volume accuracy. Pump is operating according to the manufacture's specifications and was returned to service.